Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer's blood glucose (bg) level was 540 mg/dl. Customer performed a supply change and administered a bolus via the pump to address the issue and went to urgent care with moderate to high ketones. Customer was subsequently hospitalized for 1 day and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Date of event is approximate.